Event description:
This pt offered no complaints pre-treatment. She was placed on a reprocessed dialyzer (pt had a similar event on this dry pack dialyzer) 12 mins into the treatment she complained of itching. The dr. Was notified and the treatment was discontinued. She was given 25mg benadryl IV and then restarted on a reporcessed f6. She had no further problems and was sent home.